Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-18. H6: investigation summary- three photos of a 31g x 8mm pen needle carton along with an open pen needle sample and an insulin pen were returned from lot. No. 1118201, cat. No. 320792. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. A broken piece of cannula was observed tapped to the insulin pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned this cannot be confirmed to be manufacturing related.

Event description:
It was reported that an unspecified number of bd micro-fine ultra¿ pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: customer (experienced insulin user, used for many years) has experienced that the needle of bd micro-fine 8mm has broken several times the needle piece was glued to the insulin pen, the rest of the needle was inside the "cap."

Event description:
It was reported that an unspecified number of bd micro-fine ultra¿ pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: customer (experienced insulin user, used for many years) has experienced that the needle of bd micro-fine 8mm has broken several times the needle piece was glued to the insulin pen, the rest of the needle was inside the "cap".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.